Manufacturer narrative:
This report was submitted on january 23, 2023.

Event description:
Per the clinic, the patient sustained head trauma at the head area (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2022, in order to remove the bone fragment from the implant and the abutment. The patient was replaced with a new abutment during the same surgery. Following that, the patient experienced mild irritation around the abutment site (specific date not reported). The patient was treated with topical steroid and topical antibiotic (specific date and duration not reported). The patient was also treated with oral antibiotic for 7 days (specific date not reported). The implanted device remains.